Event description:
Peg placed in 2004. Routine change to mic-key g-tube. Postoperative interrogation of the tube showed that the tube was not in the abdominal cavity but the tip was in the peritoneal cavity. Taken to the operating room for an exploratory laparotomy and replacement of the g-tube. Description of procedure: "it was apparent that the g-tube was adherent circumferantially 80% to the anterior abdominal wall. However, posteriorly there was a small area where the anterior abdominal wall and g-tube were not adherent to each other." The anterior abdominal wall was circumferentially tacked to the stomach and a 16 fr, 1.2 cm mic-key button was placed through the tract with tip visualized by fluoroscopy to be in the stomach. No immediate or later complications reported.